Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's profile was not found. A technical support specialist logged into medbank myqlink, but the patient was not showing. At 10:10 pm, the patient was added, but still did not show up. Customer informed that did not have access to medbank myqlink. The pharmacy had agreed to send the medication statistics, and the morning team with mql access was to follow up. No further issues were reported by the mql morning team.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the patient's profile was not found. The customer stated that this malfunction caused a delay when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported based on this event.